Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, armed, conforming; sleeve condition, conforming; stopcock condition, open and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the visual examination and functional test performed, the safety shield was found to retract and lockout properly. No conclusion could be reached as to how the reported "safety shield did not work properly" occured. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the safety shield did not work properly. There was no pt consequence.